Manufacturer narrative:
Device passed the functional testing including the displacement, operating current, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. However, device alarm rf pic failed self test error alarm during self test due to faulty connector on radio frequency board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had rf pic failed self test. The customer¿s blood glucose was unknown. Customer reports they were able to clear the alarm but not able to rewind the pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.